Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the warranty preventive maintenance the cardiosave intra-aortic balloon pump (iabp) fill manifold test has failed. There was no patient involvement.